Manufacturer narrative:
(B) (4): evaluation summary: the articular surface was in vivo for 14 months. No x-rays were returned for evaluation. Without additional information, the exact cause of the complaint cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to a flexion contracture in the right knee.